Manufacturer narrative:
Mentor became aware that five additional voluntary medwatch reports (mw5158322, mw5158321, mw5158586, mw5158733, mw5158734) were submitted to the FDA regarding this event. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via medsun (B)(4)) that a patient underwent an ataxia-telangiectasis mutated (atm) mutation surgery for prophylactic bilateral mastectomy with mentor cpx4 plus, smooth, medium height 450cc tissue expanders presented with a large fluid collection on her right chest wall post implantation. Additionally, the patient developed necrosis on the mastectomy flap. As a result, the patient underwent explantation of the right breast tissue expander on an unknown date. On a later date, the patient presented with fluid on her left chest wall and underwent drainage of the fluid. The patient was admitted to the emergency department again and 11.7 cm fluid was detected with ultrasound. The patient underwent drainage of bilateral breast seromas and placement of 19 french drain on an unknown date. After healing, the patient underwent surgery for delayed insertion of a mentor cpx4 plus, smooth, medium height 450cc tissue expander in her right breast on an unknown date. The patient later developed pain and redness in her left breast on an unknown date. As a result of the above, the patient underwent bilateral removal of the tissue expanders on an unknown date. The patient presented at the emergency department again for pain at the jp drain site following explant surgery. A gram stain and anaerobic culture were obtained with no growth reported. This medwatch report is for the patient¿s left tissue expander.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma, pain and redness on breast. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).